Event description:
This rv lead was implanted on an unknown date and still remains implanted at this time. In a case on (B)(6) 2018, it was noted that the lead exhibited loss of capture and chronic high rv thresholds. The physician was (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).